Event description:
The hcp reported that the device was explanted. The "patient felt it was infected. Doctor said it wasn't so it was removed". The patient was being given morphine sulfate via the drug delivery system. The patient was discharged home in stable condition.